Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A biomedical engineer reported that a system presented with low aspiration. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The customer reported that the system had low aspiration. The company service representative examined the system and was not able to replicate the reported event. The system was then tested and met all product specifications. The system was manufactured on june 16, 2015. Based on qa assessment, the product met specifications at the time of release. A review of complaints for the last 24 months did not indicate any additional related reports for this system serial number. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).